Event description:
Patient was revised due to pain and osteolysis. It was noted that there was large amounts of milky white liquid and black tissue found in the hip. (B)(6) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. (B)(6) 2012 - patient operative notes received. It was noted the patient had metallosis, cloudy, opaque, nearly white fluid with debris, elevated chrome-cobalt levels, pseudotumorous-type tissue, significant corrosion of products at the inferior aspect of the trunnion of the stem.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.